Event description:
Covidien received info stating that while in use on a patient the lower display on an 840 ventilator was flickering and would intermittently go blank. The staff reported that patient ventilation was not interrupted during the event. The covidien customer support engineer (cse) inspected the device and did not find any hardware related error codes in the memory. The cse found that the lower display would flicker and change color. The cse reseated the cable to the liquid crystal display (lcd) and was able to resolve the reported malfunction. The cse performed extended self testing on the device and all tests passed.

Manufacturer narrative:
(B)(4).